Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s908usqs9gzb4 hardware: sm-s908u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer data found that the automated glucose control algorithm was able to appropriately adapt to changes to estimated glucose values and user inputs. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin.